Event description:
Information was received indicating that both pumps were alarming no disposable, clamp tubing with smiths medical, cadd medication cassettes and 44 ml of remodulin left in the cassette. It was reported the end user was able to prime the system and initiate infusion after mixing a new cassette. The complaint form indicates there was not injury. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).